Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed right ventricular failure post implant. Low flow alarms were noted. An rvad and oxygenator were placed for support. Patient's creatinine increased to 3.5.

Event description:
It was reported that the patient developed right ventricular failure post implant. Low flow alarms were noted. Patient creatinine levels were noted to have increased to 3.5. The patient expired due to right ventricular failure. The ventricular assistance device coordinator reported that there were no device malfunctions and that they did not think the device caused the right heart failure and the patients death.